Event description:
As reported by the edwards field clinical specialist, approximately one month post transcatheter aortic valve replacement (tavr) procedure the patient was hospitalized due to a right groin surgical site infection. During the admission the patient coded, having rhythm disturbances including heart block. The patient was implanted with a permanent pacemaker. The patient was reported to be in stable condition.

Manufacturer narrative:
In this case a device history record (DHR) review is not required as there was no allegation of product malfunction. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the cause of the new onset heart block cannot be confirmed; however, in addition to the procedure itself, the patient has a history of underlying cardiac disease (CABG, decreased lvef, pre-procedural junctional rhythm) which could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.